Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, service found that the screen blacked out due to a defective pressure sensor circuit board. In addition, service found that the insufflation air flow was slow due to damaged tubing, and a foot was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that after a laparoscopy procedure was completed, it was observed that the screen of the subject device blacked out. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the screen blackout was able to be reproduced, it was surmised that the cause was a faulty board. A definitive root cause for the faulty board could not be identified. Olympus will continue to monitor field performance for this device.